Manufacturer narrative:
The remote monitor was returned and disposed at contract manufacturer before analysis. Analysis will not be conducted; however, an I nvestigation was completed with the information provided in the complaint file. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and disposed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pin broke off from a power adapter cord and got loose. The remote monitor displayed an error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. The monitor status is unknown. No patient complications have been reported as a result of this event.